Event description:
It was reported that prior to an unspecified procedure, foreign material was noted. Upon unpacking the guide wire, hair was noted on the wire. The device had no contact with the patient. The procedure was completed with another of the same device.

Event description:
It was reported that prior to an unspecified procedure, foreign material was noted. Upon unpacking the guide wire, hair was noted on the wire. The device had no contact with the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
A trend analysis covering a 15-month period ((B)(4) 2009 to (B)(4) 2010) was performed for the as reported codes "device contaminated" and "package foreign matter" for the choice guidewires product family. The analysis displayed (B)(4) complaint that was reported in relation to these issues. Over the analysis period, this complaint was not associated with an adverse trend. Choice foreign matter complaints: MDR access numbers: 2134265-2010-01814, (B)(4), manufacture date: unknown, product family: choice guidewires, as reported description: device contaminated. Production techniques have been reviewed in relation to the referenced complaint. Manufacturing procedures at the (B)(4) facility are in place to prevent foreign matter contamination. Since the referenced complaint device was manufactured, a corrective and preventative action (CAPA) was implemented in april 2010 to address foreign material exceeding specifications for pouched units. The actions implemented as a result of the CAPA include (B)(4). Since these actions were implemented, there have been no complaints reported for "package foreign material" or "device contaminated" for the choice guidewires product family. However, bsc will continue to monitor and trend these complaints as outlined in our quality systems process. (B)(4)